Event description:
Event: surgical intervention to remove jacket guard. Case detail: it was reported that the ipsilateral system failed to deploy. An aortic balloon was advanced to deploy the ipsilateral limb. During the removal of the device, the jacket guard became stuck in the graft limb and was unable to be resolved using the recommended trouble shooting technique. The physician performed a retroperitoneal cut down to remove the jacket guard. The graft was successfully implanted.